Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended. The patient underwent an scs replacement procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over ten years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: unknown. Model: unknown. Serial: unknown. Batch: unknown. UDI: unknown. Detailed product information of the lead was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.